Event description:
The hcp reported, via the MFR outcomes registry, a granuloma requiring a laminotomy. The patient received hydromorphone 10.0mg/ml and clonidine 0.14 mg/ml at a continuous rate of 0.0158 ml/day. The hcp reported neuropathic symptoms persisted post-granuloma removal.